Manufacturer narrative:
4/14/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Infusion pump is in identified lot #series for recall for possible rotor stalls. The pump was programmed and tested for rotor stall with positive results. Pt had some nausea, but could not distinguish if from the pre-existing inflammatory bowel syndrome. Pt has had another infusion pump implanted and has resumed successful therapy.